Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reseated all related generator and table circuit boards and connectors. The power supply was also adjusted. The system operates as intended.

Event description:
It was reported that the 2800 system had no x-ray switch response. No pt injury was reported.